Event description:
It was reported that during an unrelated procedure, diagnostic imaging was performed and externalized conductors were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition with no patient consequences.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.